Manufacturer narrative:
Follow-up # 1, [date of submission 06/08/2011] - device evaluation: the pump was returned and evaluated by product analysis on 05/11/2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad is responding intermittently. The patient stated there is no damage to the keypad and the pump does not get wet.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.